Event description:
It was reported that this pacemaker reverted to safety mode. The patient reported experiencing syncopal episodes. Review of stored device data noted the device exhibited oversensing of noise as a result of unipolar configuration in safety mode, which, resulted in pacing inhibition. The patient is pacemaker dependent. The patient was then taken to the emergency department where surgical intervention was undertaken. A temporary pacing wire was placed and the patient was then transferred to another hospital. Additional information was requested, however, no additional information was able to be obtained regarding the patient or device status or any additional actions taken. No additional adverse patient effects were reported. Available information indicates this device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient reported experiencing syncopal episodes. Review of stored device data noted the device exhibited oversensing of noise as a result of unipolar configuration in safety mode, which, resulted in pacing inhibition. The patient is pacemaker dependent. The patient was then taken to the emergency department where surgical intervention was undertaken. A temporary pacing wire was placed and the patient was then transferred to another hospital. Additional information was requested, however, no additional information was able to be obtained regarding the patient or device status or any additional actions taken. No additional adverse patient effects were reported. Available information indicates this device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.